Manufacturer narrative:
By checking the manufacturing charts of the involved lot #1312356, no pre-existing anomaly was found on a total of 51 items manufactured with the same lot #. According to our records, at least 47 out of 51 glenoid liners with lot #1312356 - ster. 1300288 have been implanted and this is the only complaint received on this lot #. By checking the manufacturing charts of the involved lot #1308560, no pre-existing anomaly was found on a total of 30 items manufactured with the same lot # - ster. According to our records, at least 25 out of 30 humeral heads with lot #1308560 - ster. 1300225 have been implanted. Explants analysis: the items involved were not available to be returned to limacorporate for further analysis. A picture of the explanted items was shared to limacorporate: it confirmed that the central peg of the glenoid liner was broken. X-rays analysis: no x-ray was available to be shared for further evaluation. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that: · check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lot #1312356 and lot #1308560; · according to the complaint source, the cuff failed at first, successively the liner had been edge loaded as the humerus has moved superiorly, and it had caused the breakage of the liner's central peg; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr anatomic total prosthesis due to cuff failure is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery of a smr anatomic implant performed on (B)(6) 2020, due to cuff failure. It was reported that the central peg of the liner for metal back glenoid small-r (product code 1377.50.005, lot #1312356 - ster. 1300288) broke. According to the complaint source, the cuff failed at first, and then the liner had been edge loaded as the humerus has moved superiorly, which eventually led to the breakage of the liner's central peg. The following components were explanted: · liner for metal back glenoid small-r (product code 1377.50.005, lot #1312356 - ster. 1300288), · smr humeral head ø44 mm (product code 1322.09.440, lot #1308560 - ster. 1300225), · neutral adaptor taper standard (product code 1330.15.270, lot #1300755 - ster. 1300077), · smr finned humeral body (product code 1350.15.110, lot #1316831 - ster. 1400036). The implant was converted to a reverse prosthesis. Previous surgery on (B)(6), 2014. Patient is a female. Event happened in new zealand.

Manufacturer narrative:
By checking the DHR of the lot #1312356 and of lot #1308560, no pre-existing anomaly was detected on all the components manufactured with these lot #s. We will submit a final MDR once the investigation will be completed.

Event description:
Shoulder revision surgery performed on (B)(6) 2020. According to the complaint source, the cuff failed and the liner f. Met.back glen.small-r (product code 1377.50.005, lot# 1312356 - ster. 1300288) dissociated. Other than the liner f. Met.back glen.small-r, the following components were explanted: smr humeral head 44 mm (product code 1322.09.440, lot# 1308560 - ster. 1300225). Neutral adaptor taper standard (product code 1330.15.270, lot# 1300755 - ster. 1300077). Smr finned humeral body (product code 1350.15.110, lot# 1316831 - ster. 1400036). The implant was converted to reverse. Previous surgery on (B)(6) 2014. Patient is a female. Event happened in (B)(6).